Event description:
It was reported during the arthroscopic that the implant is cracked. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Additional information, 31-july-2025: further information were received that all broken parts of the implant were retrieved from the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged, ar-2324pslc-1, peek-swivelock®, batch 15421392, was received for evaluation. Visual inspection revealed that the screw was damaged at the threads. Functional testing was not performed due to the damage to the device. The most likely causes of the reported failure can be attributed to improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion. Complaint confirmed.